Manufacturer narrative:
H10, h3,h6: the reported 11x30mm biorci ha screw, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device showed no absorption after being implanted for over a year and a half. An exact root cause cannot be determined with confidence. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the screw was returned in a small cup. The material had become brittle and had flaked off in the cup during transfer. It is likely that the biodegradable material had begun its degradation process, causing the leftover material to become brittle. There was a small chip at the proximal end. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The instructions specified that the screw materials are often absorbed in two to six years rather than one and a half. A clinical investigation concluded that the implantation report provided did not contribute any findings to the reported issue. The future impact to the patient beyond the revision cannot be determined. Should any additional clinical information be provided this complaint will be re-evaluated. No further clinical assessment is warranted. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that a revision surgery was performed. Due to current wounds in screw insertion site, the screw was removed. It was found that no degradation of the screw even after more than one and a half year. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.